Event description:
Small burn on her back [thermal burn]. Chemist stated it did look like it had blistered [blister]. Still have a mark and itchiness [pruritus]. Still have a mark and itchiness [scar]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) year old caucasian female pt started to receive thermacare heatwrap (thermacare lower back and hip) (lot#: h56961, exp date: august 2016) from 01/30/2015 for back pain. The pt's medical history included osteoporosis. The pt did not have any of the following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on the skin, rheumatoid arthritis, decreased sensation, neuropathy, sensitive skin, atopic dermatitis, eczema, seborrheic dermatitis, skin allergy and hives or rash. Concomitant medications included ibandronic acid (bonviva) orally monthly for an unspecified indication. Past product history included thermacare heatwraps (thermacare heat wraps) on an unspecified date for an unspecified indication. On (B)(6) 2015, the pt wore a heatwrap for around 3 hours and had felt uncomfortable. Upon checking, she had noticed burning and soreness resulting in a small burn on the skin of her back where the heatwrap had been. The pt immediately removed the heatwrap. The chemist stated that it did look a bit blistered. Therapeutic measures taken included cetrimide/chlorhexidine (savlon) and dressings. The pt disposed of the offending wrap. She assessed her skin tone as medium. Action taken with thermacare heatwrap in response to the events was permanently withdrawn on (B)(6) 2015. On (B)(6) 2015, approximately two weeks after the event, the pt recovered; however, she was still having a mark and itchiness. It was unk whether the blister disappeared. The pharmacist considered this an important medical event and related the event to thermacare heatwrap. Additional info has been requested and will be provided as it becomes available. Follow up ((B)(6) 2015): new info received from contactable pharmacist includes: pt details, suspect product start and stop dates, suspect product indication, medical history, concomitant medication, event onset date, additional events of scarring and itchiness, event outcome and upgraded this case to a serious reportable medical device report. Company case comment: based on the info provided, a possible contributory role of the suspect device product to the reported events, thermal burn, blister, pruritus and scarring cannot be excluded. This case meets initial 30 days reportability. Follow-up attempts completed. No further info expected.